Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump isn't delivery insulin correctly. Blood glucose reading was 568 mg/dl. The customer mentioned that she is a brittle diabetic and that her blood glucose changes rapidly. Troubleshooting was performed. Drive support cap was found to be protruded. Air bubble was found when the tubing was removed. The cannula on the infusion set was bent when it was removed. Advised to change entire set, insulin and reservoir and to treat as directed by a health care professional. The customer stated she was concerned about the sets and hung up. Nothing further reported.